Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been seven other similar complaints reported in the lot number. (B)(4).

Event description:
A hospital manager reported that during a cataract surgery with an intraocular lens (iol) implant procedure, a tiny piece of plastic was found behind the lens in the eye after loading and inserting. This event has occurred in seven different patients. Additional information was provided indicating that the dr. Managed to take the piece of plastic out so I do not think there was any harm done to the patients eye. There are seven medical device reports associated with this report. This report is for one of seven patients.